Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 58 mg/dl and glucose tablets were consumed to address the bg level. The customer stated that she over estimated the amount of carbohydrates consumed and delivered too much insulin for the carbohydrates consumed. The customer's bg levels were "good" at the time tandem technical support was contacted and had no further questions or concerns.